Manufacturer narrative:
Result: missing head left siderail.

Event description:
It was reported by service report that the head left siderail was missing. It is unk if there was pt involvement or adverse consequences to report.